Event description:
The customer reported the images were getting brighter. The fse noted the image quality was degraded. Uninterpretable images may produce non-diagnostic quality images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the software upgrade were installed and the monitor was adjusted during the service call. The system was tested and found to be working as intended and returned to service.